Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Please see MFR report #1627487-2010-02467 for device 1 and MFR report #1627487-2010-02562 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. The patient's leads had migrated. During the revision, the doctor attempted to insert a 90cm stylet into the lead. He was unable to pass the stylet past the point where the swiftlock anchor had been positioned on the lead (the anchor had been removed prior to the attempt). The lead was explanted and another lead was used, recapturing the patient's stimulation.